Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the lead was explanted and replaced due to rising high voltage lead impedance. The patient tolerated the procedure well and will continue to be monitored normally.